Event description:
A 4f, jl5, 100cm spyglass angiographic catheter, was selected for use. When the physician removed the catheter from the package in the usual way and handed it to the nurse, the tip was found missing. The tip was found inside the package, snapped off from the catheter. Another catheter was used with no further complications.